Event description:
It was reported to boston scientific during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct, the sphincterotome did not bow correctly. The procedure was completed with the use of another similar device. The patient is reported to be "fine."